Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During regular maintenance of the customer¿s device, stryker observed that the device was delayed in delivering a shock and when delivered was lower than expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.